Event description:
Customer called to report a stripper plate obstruction, and that during the night shift one sample tube stopper came off while running, causing blood to spill within the coulter lh780 hematology analyzer. The field service engineer (fse) inspected the instrument and found that dried blood on the stripper plate was blocking the guide bearing, which was the cause of the stripper plate errors. The fse removed the rocker bed assembly, cleaned the stripper plate and the guide bearing on rocker bed. The fse then adjusted the sensors, adjusted the height of the tube ram and ensured that the samples were being pierced in the center of the cap. Next, the fse cleaned the aspiration lines and ports inside the blood sampling valve (bsv). Finally, the fse verified the repairs per established procedures, and the results met published performance specifications. Customer stated that patient samples and results were not affected by the leak, and that no one was harmed by or exposed to the leak.

Manufacturer narrative:
The root cause for the instrument leak is unknown. However, a contributing factor could have been the misalignment of the assemblies. Instrument performance was verified after the field service engineer performed the services described, and customer has not called back to report any further issues. (Note: the beckman coulter, inc. Identifier for this report is (B)(4).)